Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the faulty cable assembly could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The noisy but visible issue was not found. There were cut marks on the cable assembly. The charge-coupled device was broken and was stuck into the coupler unit and could not be removed. There was heavy corrosion found on coupler unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use, the camera head presented a flickering image and lines in the image. No patient harm reported. During the evaluation of the device, it was noted there was no image, only lines in the image due to a faulty cable assembly. This report is to capture the reportable malfunction of no image, only lines in the image due to a faulty cable assembly noted at estimation.